Event description:
The pt, a iddm, had not tested his blood glucose for quite some time. On 12/17, he was ill with vomiting, thus he began testing his blood glucose on his meter using test strips that had been opened for more than a year. Based upon low meter results (24-56 mg/dl), he did not take his insulin from 12/17 to 12/24. On 12/24, he took 20 units nph insulin. The pt purchased new strips on 12/26 and obtained a blood glucose result of high. Upon the recommendation of the co rep, the pt was transported to the health care facility where he was treated with 2 liters of saline solution and 15 units of regular insulin. He refused to be admitted to the hosp. The meter is not cleaned according to MFR's recommendations. Alcohol is used to clean the meter optics and is reportedly cleaned "not often". In addition, the test strip package insert states to use test strips within 4 months of opening the vial, else one may experience inaccurate readings. The meter was in calibration on 12/26, reading 86 versus a range of 75-99. No control solution tests were performed to verify the accuracy of the test strips.